Manufacturer narrative:
The report of pain at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The report stated that the patient requested a smaller ipg due to having had recently lost weight and there were no previous reports of pain at the pocket site until this occurrence. The new device (eterna) was smaller and there was not report that the pocket site was moved.

Event description:
It was reported that following a recent weightloss, patient experienced pain at ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a smaller ipg. In turn, pain resolved and therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.